Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 39 was used during a sphincterotomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the metal wire was detached at one end. The procedure was completed with another of the same device. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned jagtome rx 39 was analyzed, and a visual evaluation noted that the cutting wire was broken and bent. The device was observed under magnification and the cutting wire was blackened and the cut of the cutting wire was not smooth. A functional evaluation was not performed due to the condition of the device. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, bent and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if there was no constant contact with the tissue when electrocautery current was applied or if voltage exceeded the maximum voltage rating. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a jagtome rx 39 was used during a sphincterotomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the metal wire was detached at one end. The procedure was completed with another of the same device. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information 25jan2021 reportedly, there was no immediate complication for the patient, the anatomical location involved was papilla, and that no part of the cutting wire detached and fell into the patient.